Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen. Date of issue and sensor insertion is an approximation. The patient reported differences between her cgm and bg values. She reported that her cgm was reading on value; however, her bg was lower, and emergency medical services (ems) was called. Intravenous (IV) therapy was started and unspecified treatment was administered. At the time of contact, the patient was in stable condition. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.